Event description:
Rptr has developed a level three latex allergy and has had symptoms including hoarseness, wheezing, welts (generalized), nausea, vomiting, diarrhea, and has had "full anaphylaxis" with treatment including IV benadryl, epinephrine, and steroids. Rptr has not yet required intubation.